Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the patient experienced a hypoglycemic event and an infection. Patient reported feeling a low. Patient received a vibration and audio alert from the g5 mobile application notifying that she passed her low threshold. Patient went down some stairs and in the process, she fell. On (B)(6) 2017, at her normal doctor's appointment, the doctor advised that the patient's ankle was sprained. Patient reported that the foot was bruised and swollen. On (B)(6) 2017, patient when to a medical facility where she was diagnosed with an infection in her foot due to the fall. Patient was treated with oral antibiotics on (B)(6) 2017. The name of the antibiotics is unknown. At the time of contact, patient is fine. No additional patient or event information was provided.